Event description:
Ventilator crash suddenly, not working, technical fault code: 485001.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). The patient had to be manually bagged since the ventilation suddenly stopped. No harm to patient or user. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur. The issue in cer (B)(4) is deemed as a reportable event since the malfunction 'ventilation stopped' which makes the device switch to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of this complaint was a short-circuit on the power supply board which led the device to go into ambient mode (tf485001). According to hamilton medical china the short-circuit itself was essentially caused by dust and unfavorable conditions (humidity) inside the ICU. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event. The device was used for treatment or diagnosis at time and related to the reportable event. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to patient or user. The allegation in cer (B)(4) was confirmed to be a reportable event. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report any event similar as the issue occurred in cer (B)(4) as it will be deemed as a reportable event.

Event description:
Ventilator crash suddenly, not working, technical fault code: (B)(4).

Manufacturer narrative:
The issue in cer 80537 is deemed as a reportable event since the malfunction 'ventilation stopped' which makes the device switch to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of this complaint was a short-circuit on the power supply board which led the device to go into ambient mode (tf485001). According to hamilton medical china the short-circuit itself was essentially caused by dust and unfavorable conditions (humidity) inside the ICU. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event. The device was used for treatment or diagnosis at time and related to the reportable event. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to patient or user. The allegation in cer 80537 was confirmed to be a reportable event. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report any event similar as the issue occurred in cer 80537 as it will be deemed as a reportable event.